Event description:
Additional information received indicating device reprogramming was conducted to resolve the event. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and device reprogramming was recommended to resolve the event. However, no intervention has been conducted at this time and the device reprogramming is expected at the patient's next follow up. The patient was stable and will continue to be monitored.